Manufacturer narrative:
The sample was serum. Per the customer, qc prior to the event was within lab-established ranges. A field service engineer (fse) replaced the na measuring electrode, cleaned and aligned the modular chemistries (mc) sample probe. The fse verified the instrument performance. A clear root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that the unicel dxc 800 synchron clinical system intermittently generated false high sodium (na) results. These results were not reported out of the lab. When low anion gaps alerted the lab, the samples were repeated on a different instrument in the lab, and those results were reported. The customer provided 3 patient reports. One report that showed the issue, and 2 reports that agreed between instruments. There was no effect to patient treatment.